Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that the battery compartment had crack. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.